Manufacturer narrative:
H6: investigation summary bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill , defective stopper, and clotting was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to underfill and additive content(for clotting issue) were observed. 20 retained samples were tested. From this testing it was determined that all 20 tubes drew within specification. 40 retained tubes were analyzed for the edta content and were all within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for underfill, defective stopper, and clotting based on the photos provided. A root cause was not identified. See h10.

Event description:
It was reported the bd vacutainer® k2e 3.6mg plus blood collection tubes experienced clotting/micro clots/fibrin clots, stopper creep out or loose closure, under-fill or low draw of a tube with blood. The underfill event occurred 30 times. The clotting event occurred 1 time. The stopper creep out/loose closure event occurred 1 time. The following information was provided by the initial reporter: translated to english. The customer stated "the blood collection volume of the purple blood collection tube was insufficient and there was coagulation phenomenon, and feedback the head cover of the tube. The tube was not installed in a horizontal state, so the puncture was not convenient."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2e 3.6mg plus blood collection tubes experienced clotting/micro clots/fibrin clots, stopper creep out or loose closure, under-fill or low draw of a tube with blood. The underfill event occurred 30 times. The clotting event occurred 1 time. The stopper creep out/loose closure event occurred 1 time. The following information was provided by the initial reporter: translated to english. The customer stated "the blood collection volume of the purple blood collection tube was insufficient and there was coagulation phenomenon, and feedback the head cover of the tube. The tube was not installed in a horizontal state, so the puncture was not convenient."